Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had a user error - event 1.

Event description:
It was reported that customer had an "unusual amount of pca issues in the past month". There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "a nurse programmed a 1 mg pca dose instead of a 0.1 mg pca dose".